Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster 4.0 x 16 mm was first implanted across the trunk thought to perfuse the artery to the duodenal bulb in the mid right hepatic artery. Following stent deployment there was still perfusion of the tiny branch of duodenal bulb which appeared to be from a small branch just distal to the stent. An additional graftmaster 3.50 x 19 mm was deployed across this origin of the artery resulting in cessation of flow to the duodenal bulb. No addiitonal information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.